Event description:
I am currently using a dexcom g6 cgm system. I have been using a dexcom cgm system for the last 5 yrs. I have never had any problems with their adhesive creating rashes or irritation. Since (B)(6) 2020, I have started experiencing increased rashes, irritation, burn type marks. I have been trying to protect my skin with allergy spray, barrier film, overlay film tape etc..the skin protectants that I have tried are not helping as much. It seems dexcom changed their adhesive formulary causing increased skin sensitivity causing increased rashes, irritation, chemical burns. FDA safety report ID #: (B)(4).